Event description:
During follow-up, an error message was observed upon device interrogation. Interrogation was restarted to resolve the event. The patient was stable and there were no adverse consequences.